Manufacturer narrative:
Diopter: -5.50. (B)(4).

Event description:
Reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. The reporter indicated that the vault of the lens was excessive and there was a rise in intraocular pressure. The lens was exchanged for a smaller lens on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
Additional information: the patient's post-op (on (B)(6) 2016) uncorrected visual acuity was 20/20. Device evaluation - the lens was returned bent and dry in a lens case/vial. Visual inspection found no visible damage. Corrected data: (B)(4).